Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high chronic thresholds. The lead was capped and replaced. During the replacement procedure, the right ventricular (rv) lead was observed to have insulation degradation. The physician decided to leave the rv lead in use, as the patient was occluded, and extraction would be difficult. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.